Manufacturer narrative:
Correction: e4. The investigation of the reported failure mode has been completed. No product was returned. Major bleed: the cause of major bleed was most likely use issue related since the bleed was resolved by stopping the anticoagulants. Device in wrong position (positioning issue): the cause of the positioning issue was determined to be an unintentional use error as the pump was pulled out of position by the patient. Device history review: the device passed all the post sterile inspection checks.

Event description:
The user facility reported that after impella cp was placed and the patient was taken to intensive care unit, bleeding was noted. There was extensive bleeding systemically due to hyper coagulopathy with ptt >200 which included the impella access site. All anticoagulants were turned off and bleeding was resolved. It was further reported that the patient was taken for a cat scan (CT) and while in the CT, the patient had impella completely removed into the descending aorta by mistake. The team tried to put the impella back, but it was unsuccessful. The impella cp was removed and impella 5.5 was implanted.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.